Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse identified that the suite pc software was corrupted. To resolve the reported issue, the fse re-loaded the suite pc software and restored the system back-up. After re-installation of software and necessary configuration, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.